Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 6 MDR's filed for the same patient (reference 1825034-2014-00784 & 07087 / 07090 for right hip and 1825034-2014-01837 for left hip).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 1999. Subsequently, a fracture repair procedure was performed on(B)(6) 2014 to address a femoral periprosthetic fracture that occurred after the patient fell. A revision procedure to remove and replace the femoral components took place on (B)(6) 2014. An irrigation and debridement procedure was performed on (B)(6) 2014 due to infection. There were no components removed and replaced during the I&d procedure.

Event description:
It was reported patient enrolled in (B)(6) clinical study underwent total hip arthroplasty on an unknown date. Subsequently, it was reported that the patient's femur fractured while sitting. A procedure was performed on (B)(6) 2014 to repair the fracture. No revision to total hip arthroplasty has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.